Event description:
It was reported that an ilet user experienced a dexcom g7 sensor connection issue resulting in loss of cgm data to the pump, the end of bg run mode, and automatic suspension of automated insulin dosing; the user received sensor reconnecting errors and was guided to re-enter the sensor pairing code. Customer care provided technical support troubleshooting regarding sensor pairing and therapy continuity. Investigation of this case revealed the pump was operating as designed when cgm data were unavailable, and connectivity was restored or attempted via pairing code re-entry. Symptoms included no reported adverse clinical effects. Outcomes included interruption of automated dosing and the need for backup therapy until cgm pairing was restored. It was concluded that the event was attributable to cgm-to-pump communication disruption rather than a malfunction of the ilet pump.